Event description:
Customer reports that during set up the prismaflex machine generated two code 20 alarms. They also report a blood pump malfunction occurred.

Manufacturer narrative:
The treatment data files related to this event has been reviewed by the MFR. The review of the treatment data files confirms the reported alarms reported by the complainant. The code 20 alarms are an indication of problems caused by incorrectly loading the disposables onto the device during set up and because of incomplete priming of the circuit. The malfunction blood pump alarm is triggered when the blood pump is obstructed. Directly prior to the malfunction blood pump alarm, the machine had alarmed for clotting and because of high trans membrane pressure, which is also indicative of clotting. There were no clinical consequences or blood loss for the pt as a result of the reported event.